Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient had been having trouble getting the implant to charge. Patient spent about 15-20 minutes trying to get it lined up yesterday and had a lot of problems and never did get it to work. Patient was trying it again today and still could not. It said no device found. Patient had the MRI setting on and could not get to the menu in the device. Asked for event date, patient said they had trouble positioning it right at first, it slowly got worse and did not provide the date, then no device found appeared yesterday. On the call instructed patient to plug in the recharger and press recharge. Patient got poor recharge quality. Instructed patient to reposition the antenna. Patient got poor recharge quality and said this is what had been coming up for several days. A replacement recharger was sent out. Patient said the therapy works so well that patient could tell the difference in the morning when pt wakes up and they swing the legs, they knew if ins nee ded to be charged, patient called back and was still unable to bypass passive recharge. During the call patient reset the controller and plugged the recharger. Agent reviewed best charging practices and patient mentioned they couldn't reach back there where their implant was. The highest number they could get was 78 or 77. After a couple minutes patient got unable to recharge. Patient denied any accidents or falls and patient mentioned they lost a little bit of weight which was 6 or 8 pounds. Agent redirected patient to their hcp to address the issue. Agent closed case.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) called with patient, reporting that patient still got no device found, after recharger replacement. Technical services(ts) had rep start a passive recharge session with patient and the device ended up connecting to patient's showing excellent recharge. Issue resolved.